Event description:
It was reported that during a hemicolectomy, jaw opening was observed.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73c1700335 was manufactured on 03/14/2017 a total of 288 pieces. Lot was released on 03/24/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the applier. Two more attempts were made with the same result. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The device was disassembled in order to inspect the internal components. Upon disassembly, it was observed that the jaw spring and bottom jaw were bent. No other damages were observed. The damage to the jaw and jaw spring prevented the clips from loading properly. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips slipped" was confirmed based upon the sample received. Upon functional inspection, the 3 remaining clips did not load properly. Upon disassembly, it was found that the jaw spring and bottom jaw of the device were bent. The sample was returned with 3 clips remaining indicating that 12 clips were fired by the end user. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a hemicolectomy, jaw opening was observed.